Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set cannula was kinked event on (B)(6) 2024. The blood glucose level was 273 mg/dl at the time of event and was managed by bolus via pump. The event occured after three or more hours of insertion. The site of insertion was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.